Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 31-may-2019. This spontaneous case was reported by a patient and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C68123) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("fatigue"), dysmenorrhoea ("intense menstrual periods pain") and myalgia ("muscle pain"). At the time of the report, the pelvic pain, dysmenorrhoea and myalgia had not resolved and the fatigue outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, fatigue, myalgia and pelvic pain with essure. Batch no : c68123, production date : 2014-06-20 , expiration date : 2017-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-may-2019. This spontaneous case was reported by a patient and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C68123) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("fatigue"), dysmenorrhoea ("intense menstrual periods pain") and myalgia ("muscle pain"). At the time of the report, the pelvic pain, dysmenorrhoea and myalgia had not resolved and the fatigue outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, fatigue, myalgia and pelvic pain with essure. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.